Manufacturer narrative:
No device or photos were received; therefore the condition of the device is unknown. The lot number of the product is unknown; therefore the device history records, complaint history could not be reviewed. It could not be confirmed if the device was used in an approved and compatible combination. Surgical notes were not provided. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Relevant medical history is unknown. Unsuccessful attempts were made to obtain additional information. No further details were made available. Based on the information available, the root cause of the event cannot be determined. Should additional information be obtained to further this investigation, this report shall be updated.

Manufacturer narrative:
Investigation in progress. Device location unknown.

Event description:
Patient was revised due to tibial fracture. Tm monoblock was removed due to subsidence post fracture. Stemmed tibia with long stem and tibial augment implanted. Primary surgery was performed using size 6 lps tm monoblock, nexgen lps porous sz g gsf.